Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator assistant reported that the patient presented with hemolysis and as a result was admitted to the hospital. No further details were provided to the manufacturer.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.